Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with large recurrent ventral incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿in the upper midline, from the prior repair, the old mesh was seen pulled away from an edge of the fascia resulting in a defect. The hernia was dissected away from the surrounding tissues and adherent omentum was reduced. Adhesions of anterior abdominal wall was reduced and composix kugel mesh was placed over the defect and tacked to the fascial edges around the peritoneum. Residual fascia and mesh from prior repair was reapproximated with composix kugel peritoneum. Sutures.¿ (note: the mesh noted during this procedure is unknown) (B)(6) 2020 ¿ patient was diagnosed with abdominal wall abscess and infected ventral mesh and enterocutaneous fistula thereby underwent removal of prior mesh, small bowel resection. Per operative notes, ¿the extensive inflammation and induration in abdominal wall was reduced. Adhesions between small bowel and colon to anterior abdominal wall was reduced. Multiple pieces of synthetic mesh fixated to one another was dissected away from the abdominal wall and reduced. The enterocutaneous fistula between small bowel and mesh was taken down. The fascia was closed and secured with sutures. The small bowel was resected and anastomosis was performed. The mesenteric defect was closed and reapproximated with sutures. The abdomen was temporarily closed and reapproximated in the midline with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no), d.6b (date of explant), g3, g4, g6, h2, h6, h7, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.